Event description:
Abbott vascular rec'd this device w/o complaint details. No further info provided regarding this device.

Manufacturer narrative:
Upon investigation of the returned device which was rec'd in poor condition, the parts were not within specification. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."